Event description:
The new central line kit (arrow(r) jacc with chlorag+ard(r) technology jugular axillo-subclavian central catheter) felt flimsy and poorly made. The needle required significantly more effort than normal to penetrate the skin, the dilator kinked when attempting to insert it, and the wire began to kink when attempting to thread it. A second kit needed to be open.. The needle and dilator once again had the same issue, but the dilator did not kink as badly so the wire was able to thread and the central line was placed successfully. The patient was not harmed, but she had to undergo a much longer procedure than necessary and the materials that we are supposed to use to perform an important procedure on critical patients feel unsafe.